Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 322 mg/dl. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. Reportedly, the alarm was cleared and insulin delivery was resumed. The customer declined to finish troubleshooting with tandem technical support.